Event description:
Early device failure; hospital staff report that intermittently the device will not power on in battery mode. Hospital biomedical staff have replicated the reported intermittent power on. Biomedical staff state that the deive automatically came on when attached to ac power. Biomedical staff believe all intermittent power on events were found during daily shift checks.